Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. All seal plugs were found to be intact and the setscrews moved freely and without issue. A review of the memory found that the device was returned programmed in unipolar mode. During testing, no pacing pulses were observed on the monitoring oscilloscope until the device was programmed to bipolar mode. The battery status was normal and the pacing impedance measurements in the memory have been in range. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to confirm the reported observations. This device met all specifications during testing.

Manufacturer narrative:
(B)(4). This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead (model 4470) presented with no sensing and loss of capture. A lead revision was performed and this ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported. A new ra lead (model 4480) was placed in the atrium and then measured on the pacing system analyzer (psa). It was noted that this new lead was not pacing which resulted in a pause in therapy delivery. This ra lead was then connected to the pacemaker; however, no pacing was again observed. The device was programmed to the maximum outputs but the lead was still not pacing. This pacemaker was then explanted and replaced. The ra lead was then connected to the newly implanted device and the ra lead was then pacing normally. Although pauses in therapy were reported, there were no adverse patient effects that occurred as a result. The pacemaker is being returned for laboratory analysis.